Manufacturer narrative:
Device evaluation results are not applicable since the product was not returned. If product returns, analysis will be completed and a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.